Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a calibration issue on the arctic sun device. The biomed was getting calibration error 2 (message says screen locked) and emailed technical support.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a calibration issue on the arctic sun device. The biomed was getting calibration error 2 (message says screen locked) and emailed technical support.

Event description:
It was reported that there was a calibration issue on the arctic sun device. The biomed was getting calibration error 2 (message says screen locked) and emailed technical support.

Manufacturer narrative:
Correction, section g: the date received by manufacturer was incorrectly submitted as (B)(6) 2020 in follow up report #1. The correct date should be (B)(6) 2020.